Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of "high lateral zygomatic fullness, swelling, and nodules along the nasolabial folds, asymmetry of the cheekbones" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conform. Device labeling addresses the reported events as follows: adverse events: ¿the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: ¿inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, anti-histamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. ¿the onset of nodules generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. Patient instructions: ¿within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported after injection in the nasolabial folds and along the zygoma with 2 syringes of juvéderm® ultra plus xc. On an unknown date the patient appeared with "high lateral zygomatic fullness, swelling, and nodules along the nasolabial folds, asymmetry of the cheekbones." 18 days after injection the patient was been provided vitrase, augmentin, and medrol dosepak. The symptoms are ongoing. The patient has had no previous fillers.